Event description:
While attempting to monitor a patient. The device displayed "calibration req" and "user setup required" messages. Clinician obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction.